Event description:
Crrt [continuous renal replacement therapy] machine was alarming that the pbp [pulmonary blood pressure] was unbalanced; staff had this same issue weeks ago with the same lot number. When they called vantive then, they were told it was the machine. Back then, a different lot number worked fine, so they tried that this time and it did work. We removed all of this lot # from our pyxis and will call s&d to remove.